Manufacturer narrative:
A cardioquip customer suspected their device of bacterial contamination due to discoloration in the tubing. Following a visual inspection of the tubing it was determined that bacterial contamination was likely and that an internal water pathway replacement be performed to remediate any potential contaminants. Following the internal water pathway replacement hpc test results were within cardioquip specifications for water quality, indicating that the device is now fully functional.

Event description:
Cardioquip (cq) service was notified via phone call that the customer believes this device to be potentially contaminated and would like to have it sent in for internal water pathway replacement. Upon inspection of the device at cq it was determined that the device was bacterially contaminated and required remediation.